Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, lot # va15ybb017, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, lot # va17anq017, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient complains of increased pain in the lower back and radiating up the spine. The health care provider has ruled out stimulation as the cause as the patient has recently been discharged from her pain practice and is no longer receiving medication. He feels the patient says the stimulation is working well and that there is no reason to suspect that it is causing the issue. The patient does not recall any events that have affected the stimulator. The health care provider is also unaware of anything that may have changed the patient¿s status. The battery interrogates fine and all connections appear to be working fine; however the health care provider took x-rays showing one lead epidural and the other appears coiled and migrated sub-cutaneous near the battery pocket. This appears to have been an issue before as her previous manufacturer representative programmed only on one lead (the epidural one). The migration doesn¿t appear to be affecting the patient¿s coverage, so the health care provider does not wish to do anything at this time. Since the patient is not complaining of poor stimulation coverage with the one epidural lead, the health care provider does not want to attempt a revision at this point until her other pain is under control. The health care provider does not see the need for any follow-up. A surgical intervention was not planned or performed. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.